Event description:
(B)(4). The dealer reported that the seat belt straps on the sprxt custom mechanical wheelchair whenever attached, if the patient moved or bent over the seat belt became loose, and the user would slide out of the unit. There was no injury reported.